Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional found signs of repeated use ( nicked or gouged ) with the post feature fractured off, all pieces returned. Dimensional analysis of the device was conducted and it was found that the device was conforming to print specifications. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Upon further review it has been determined that the device was previously investigated on a different report, MFR 0001822565-2018-00082.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that during a knee procedure, the center post of the trial construct fractured when it was being removed. The parts were inspected to ensure all pieces were accounted for. No adverse events have been reported as a result of this malfunction. Attempts have been made and additional information on the reported event is unavailable.